Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call that there are air bubbles in the tubing. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer was recently hospitalized with diabetic ketoacidosis. The customer indicated that they would call back to troubleshoot.